Manufacturer narrative:
Date of report : 18feb2019, date rec¿d by MFR : 11feb2019. The field service engineer (fse) replaced the touch screen to address the reported problem. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen issue.¿ was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 6dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a screen error. There was no patient involvement. The event date was not specified; estimate used.